Manufacturer narrative:
The first sample resulted with ferritin values of < 0.5 ng/ml and 380.5 ng/ml, instead of 180 ng/ml, on an unknown date.

Manufacturer narrative:
Calibration was acceptable on the day of the event. Qc recovery for tsh and ferritin were acceptable. The qc recovery for hbsag were higher than expected on (B)(6) through (B)(6) 2018. The alarm trace shows several sample probe movement alarms on (B)(6) 2018.

Manufacturer narrative:
The customer¿s sample probe was returned for investigation. The investigation determined there was a broken sensor wire in the sample pipettor probe. The broken wire would cause an alarm which would stop any further sample pipetting on the analyzer. The investigation could not determine a root cause for the discrepant results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 e 601 module. The customer provided data for a total of 5 different patient samples. Of these, one had an erroneous result for elecsys ferritin, a second and third sample had erroneous results for the elecsys hbsag gen. 2 immunoassay, and a fourth sample had an erroneous result for the elecsys tsh assay. No erroneous results were reported outside of the laboratory. The first sample resulted with ferritin values of < 0.5 ng/ml and 180 ng/ml on an unknown date. The second sample initially resulted with an (B)(6) value of (B)(6) on (B)(6) 2018. The sample was repeated three times on (B)(6) 2018, resulting with (B)(6) values of (B)(6). The third sample resulted with (B)(6) values of (B)(6) on (B)(6) 2018. The fourth sample resulted with tsh values of 0.035 uiu/ml, 5.24 uiu/ml, and 5.19 uiu/ml on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The ferritin reagent lot number was 30754400, with an expiration date of 31-may-2019. The (B)(6) reagent lot number was 341350. The reagent expiration date was asked for, but not provided. The tsh reagent lot number was 35426800, with an expiration date of 31-may-2019. The field service engineer determined that the liquid level detection wire of the sample probe was broken. He replaced the probe and the system now works without any issues.